Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that on (B)(6) 2018, the customer blacked out and hit her head on a table. When the customer woke up, the insulin pump was still delivering basal insulin. The customer was taken to the hospital and given a cat scan. The auto mode feature was not active and automatically adjusting insulin delivery during the event. The customer's blood glucose was 400 mg/dl at the time of call due to the removal of the insulin pump. Troubleshooting did not occur. However, the customer believed that the insulin pump malfunctioned and caused the hypoglycemia. The insulin pump was not returned for analysis.